Event description:
The customer reported white colored fluid leaked near the secondary mode probe and onto the counter involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the fluid leak coming from a faulty blood sampling valve (bsv) fitting (diff sample line). The fse replaced and tested the bsv and actuator successfully. The instrument conformed to the manufacturer's published performance specifications. (B)(4).